Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during use cmac blade was found faulty it had very dim led and/or poor image, customer was unable to proceed with cmac and had to use different instrument. Afterwards the cmac was assessed, and the seals have deteriorated". No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the investigation, the customer claim could be verified. Following issues were found: led lights up dimly, blade damaged, adhesive points on the camera head are worn out and leak between plug and cover. The video-laryngoscope has 10.48 operating hours and 114 power-ups. At the time of investigation, the software version was current. Most probable root cause is the wear of adhesive on the tip of the c-mac blade caused by reprocessing. Consequently, liquid is entering the blade and affects the electronic and forces the led to fail/ light dimly. Further, the image sensor is influenced by the entered liquid and shows some stripes in the display the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).